Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the tip of the fiber was damaged at 17,879 joules. No pt injury was reported. The device was not returned for evaluation.